Event description:
It was reported that the implant at tooth site #28 was removed due to pain. Pt came in concerned about implant #28. Dr revealed implant was mobile, no infection. Bone graft was placed & pt will return in 4 months for implant re do. Symptoms as a result of the event: pain

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsvt4b13, (imp,tsv,4.1,13,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant had removal damage and apparent debris on the its internal threads. No apparent sign of malfunction was identified with the implant, that would have contributed to the reported event. Outer measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1269962. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269962 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿pain¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev.10-03/24. Information identified: "adverse effects" per the applicable IFU, ¿improper techniques can cause bone loss, patient injury, pain and implant failure.¿ based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.